Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm) should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/3.5/175 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to blurred vision. The explant resolved the problem. The reporter stated the cause of this event was unknown.